Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. Date of event: unknown, not provided. If implanted; give date: n/a (not applicable). The healon gv pro is not an implantable device. If explanted; give date: n/a (not applicable). The healon gv pro is not an implantable device. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it was disposed; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.¿ all pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The customer reported cannulas are coming either completely clogged or partially clogged and we are not able to advance the viscoelastic during priming or during procedures. M.d. Has a hard time filling the eye because of the partial clog. They have disposed of the cannulas. No patient injury reported. No other information was provided.